Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (cartridge alarm 5) occurred during the load process. Reportedly, the customer loaded the cartridge out of the proper load sequence. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was guided through the load sequence and cartridge was loaded successfully.